Manufacturer narrative:
The contact lens was not returned for inspection. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.

Manufacturer narrative:
Additional medical information was received by an eye care practitioner on 29-aug-2014 that relates the condition as a minor ocular inflammation with no apparent corneal involvement. The diagnosis was redness and discharge of the eye. Maxitrol (antibiotic/steroid) eye drops given to treat inflammation. The patient did not return for worsening symptoms. The resolution is unknown.

Event description:
A complaint was received by customer email on (B)(4) 2014 in which the patient relates having a lens tear causing an infection and that antibiotic eye drops was prescribed. The patient relates that contact lenses could not be worn for about three weeks. The date of onset is unknown. There is no report of permanent injury. The patient was contacted by reply email for additional information but did not respond. Three attempts were made to obtain a medical report from the eye care practice with no response. No lenses were returned. The complaint is unconfirmed. This complaint is reported in an abundance of caution based solely on the patient's relation of the event.